Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device (somewhere by my liver it was last spotted) / other injury(ies) or complications (there is still one essure coil in me that needs to come out of my body where ever it went)"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ uncontrollable bleeding") in a 29-year-old female patient who had essure (batch no. 789026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower on (B)(6)2014, ovarian cyst on (B)(6)2017 and parity 4. Concurrent conditions included body mass index normal. Concomitant products included levonorgestrel (mirena) from 2017 to 2018 for genital bleeding and pelvic pain female as well as norethisterone (mini-pill) from 2013 to 2016. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dizziness ("neurological conditions or problems (dizziness)"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches/ neurological conditions or problems (light headaches)"), 11 days after insertion of essure. In 2011, the patient experienced alopecia ("hair loss"). In 2011, the patient was found to have weight decreased ("weight gain/ weight loss (specify which one) weight loss"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("hormonal changes:anxiety"), fatigue ("fatigue"), mood swings ("hormonal changes:mood swing"), irritability ("hormonal changes:irritability/ irritation") and depression ("hormonal changes:depression/ depression horrible"). In 2014, the patient experienced nausea ("nausea"). On(B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with lorazepam and surgery ((emergency laparoscopic surgery of hemoperitoneum and repair damage caused by migrated essure coil, salpingectomy(bilateral removal of fallopian tube) and she had surgery to remove the essure in feb-2017, salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, weight decreased, anxiety, fatigue, alopecia, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea and dizziness outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she performed emergency surgery due to hemoperitone and pelvic congestion syndrome. Right coil of essure was subsequently found in near liver. She had hysterectomy showed one coil is still in me. Patient is allergic to depo-provera. Insertion details : approximately 3 to 4 coils were seen extending into the uterine cavity. Approximately 4 to 5 coils are seen into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Concerning the injuries reported in  this case, the following  ones were described in patient¿s medical records: nausea , dizziness, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ right fallopian tube / essure coil perforation of the right fallopian tube.'), pelvic pain ('pain'), device dislocation ('migration of essure device (somewhere by my liver it was last spotted) / other injury(ies) or complications (there is still one essure coil in me that needs to come out of my body where ever it went)/right coil was missing'), peritoneal haemorrhage ('hemoperitoneum') and genital haemorrhage ('abnormal bleeding/ uncontrollable bleeding') in a 29-year-old female patient who had essure (batch no. 789026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2017, abdominal pain lower on (B)(6) 2014, parity 4, vaginal bleeding, anaphylaxis, hemoperitoneum, shortness of breath, gi perforation, hemorrhagic shock, ovarian torsion, mesenteric ischemia, strangulated hernia, tachycardia, walking difficulty, diffuse pain, left lower quadrant pain, tubal rupture, fulguration, skin rough (bone windows show no aggressive osseous lesions), allergy to intravenous contrast media, hypospadias, abdominal distension, intra-abdominal hematoma, tenderness, uterine rupture and multigravida. Previously administered products included for an unreported indication: ferrous sulfate, oxycodone -acetaminophen, oxycodone, acetaminophen, docusate sodium, senna, ibuprofen, magnesium hydroxide, norethindrone, depo-provera and mirena. Past adverse reactions to the above products included hypersensitivity with depo-provera. Concurrent conditions included body mass index normal, post-traumatic stress disorder, irritable bowel syndrome, insomnia, neurocardiogenic syncope, uterine bleeding, localised numbness, paraesthesia, urinary frequency, irregular menstruation, vaginal irritation and syncope vasovagal. Concomitant products included vitamin d nos (vitamin d) since 2011 for vaginal bleeding as well as ibuprofen since 2013, iron since 2011, levonorgestrel (mirena) from 2017 to 2018, medroxyprogesterone acetate (depo provera), norethisterone (mini-pill) from 2013 to 2016, norethisterone acetate (norethindrone acetate), paracetamol (acetaminophen) since 2013, vitamin b complex since 2011, vitamins nos (multivitamins) since 2011 and zolpidem. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("neurological conditions or problems (dizziness)/light headedness") and nervous system disorder ("neurological conditions or problems type: unspecified"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches/ neurological conditions or problems (light headaches)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("progressively gained weight after the essure was placed"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient was found to have weight decreased ("weight gain/ weight loss (specify which one) weight loss"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("hormonal changes: anxiety"), mood swings ("hormonal changes:mood swing"), irritability ("hormonal changes: irritability/ irritation") and depression ("hormonal changes:depression/ depression horrible"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced peritoneal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with lorazepam and surgery ((emergency laparoscopic surgery of hemoperitoneum and repair damage caused by migrated essure coil, emergency laparoscopic surgery to determine source of hemoperitoneum and control bleeding, on (B)(6) 2018 -hysterectomy (vaginal)/on (B)(6) 2017 salpingectomy(bilateral removal of fallopian tube) and she had surgery to remove the essure in (B)(6) 2017, salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, device dislocation, peritoneal haemorrhage, genital haemorrhage, weight decreased, anxiety, fatigue, alopecia, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea, dizziness, nervous system disorder and weight increased outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, peritoneal haemorrhage, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion details : approximately 3 to 4 coils were seen extending into the uterine cavity. Approximately 4 to 5 coils are seen into the endometrial cavity. On (B)(6) 2017, she underwent emergency surgery due to hemoperitoneum and pelvic congestion syndrome. Right coil of essure was subsequently found in near liver. She had hysterectomy showed one coil is still in me. On (B)(6) 2017, she underwent total vaginal hysterectomy. Differential diagnosis: ruptured ectopic pregnancy. Bedside pregnancy test was negative. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2017: negative. Ultrasound scan - on (B)(6) 2017: s revered a mass inside the endometrium, c/w clot or polyp on imaging; on (B)(6) 2017: heterogeneous partially solid and partially cystic endometrial lesion measuring up to 0.9 cm most suggestive of an endometrial polyp: correlate with recent endometrial biopsy. Lud adequately positioned.. Ultrasound scan vagina - on (B)(6) 2014: complex 17mm left ovarian cyst. "Concerning the injuries reported in  this case, the following  ones were described in patient¿s medical records: nausea, dizziness, abdominal pain, hemoperitoneum, rlq pain, vaginal bleeding, anxiety, pain in female pelvis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs received. Event: progressively gained weight after the essure was placed were added. Event verbatim were updated as neurological conditions or problems (dizziness)/light headedness, migration of essure device (somewhere by my liver it was last spotted) / other injury(ies) or complications (there is still one essure coil in me that needs to come out of my body where ever it went)/right coil was missing incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device (somewhere by my liver it was last spotted) / other injury(ies) or complications (there is still one essure coil in me that needs to come out of my body where ever it went)"), peritoneal haemorrhage ("hemoperitoneum"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ uncontrollable bleeding") in a 29-year-old female patient who had essure (batch no. 789026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower on (B)(6) 2014, ovarian cyst on (B)(6) 2017, parity 4 and vaginal bleeding. Previously administered products included for an unreported indication: mirena, norethindrone and depo-provera. Past adverse reactions to the above products included hypersensitivity with depo-provera. Concurrent conditions included body mass index normal, post-traumatic stress disorder, irritable bowel syndrome, insomnia and neurocardiogenic syncope. Concomitant products included vitamin d nos (vitamin d) since 2011 for vaginal bleeding as well as ibuprofen since 2013, iron since 2011, levonorgestrel (mirena) from 2017 to 2018, norethisterone (mini-pill) from 2013 to 2016, paracetamol (acetaminophen) since 2013, vitamin b complex since 2011, vitamins nos (multivitamins) since 2011 and zolpidem. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dizziness ("neurological conditions or problems (dizziness)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and nervous system disorder ("neurological conditions or problems type: unspecified"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches/ neurological conditions or problems (light headaches)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient was found to have weight decreased ("weight gain/ weight loss (specify which one) weight loss"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("hormonal changes:anxiety"), fatigue ("fatigue"), mood swings ("hormonal changes:mood swing"), irritability ("hormonal changes:irritability/ irritation") and depression ("hormonal changes:depression/ depression horrible"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced peritoneal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with lorazepam and surgery ((emergency laparoscopic surgery of hemoperitoneum and repair damage caused by migrated essure coil, emergency laparoscopic surgery to determine source of hemoperitoneum and control bleeding, on (B)(6) 2018 -hysterectomy (vaginal)/on (B)(6) 2017 salpingectomy(bilateral removal of fallopian tube) and she had surgery to remove the essure in (B)(6) 2017, salpingectomy(bilateral removal of fallopian tube)). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, peritoneal haemorrhage, pelvic pain, genital haemorrhage, weight decreased, anxiety, fatigue, alopecia, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea, dizziness and nervous system disorder outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, peritoneal haemorrhage, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details : approximately 3 to 4 coils were seen extending into the uterine cavity. Approximately 4 to 5 coils are seen into the endometrial cavity. On (B)(6) 2017, she underwent emergency surgery due to hemoperitoneum and pelvic congestion syndrome. Right coil of essure was subsequently found in near liver. She had hysterectomy showed one coil is still in me. On (B)(6) 2017, she underwent total vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. "Concerning the injuries reported in  this case, the following  ones were described in patient¿s medical records: nausea, dizziness, abdominal pain, hemiperitoneum." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: per plaintiff fact sheet following events: neurological conditions or problems type: unspecified, hemoperitoneum was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device (somewhere by my liver it was last spotted) / other injury(ies) or complications (there is still one essure coil in me that needs to come out of my body where ever it went)"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ uncontrollable bleeding") in a 29-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included levonorgestrel (mirena) from 2017 to 2018 for genital bleeding and pelvic pain female as well as norethisterone (mini-pill) from 2013 to 2016. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dizziness ("neurological conditions or problems (dizziness)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches/ neurological conditions or problems (light headaches)"), 11 days after insertion of essure. In 2011, the patient experienced alopecia ("hair loss"). In 2011, the patient was found to have weight decreased ("weight gain/ weight loss (specify which one) weight loss"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("hormonal changes:anxiety"), fatigue ("fatigue"), mood swings ("hormonal changes:mood swing"), irritability ("hormonal changes:irritability/ irritation") and depression ("hormonal changes:depression/ depression horrible"). In 2014, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with lorazepam and surgery ((emergency laparoscopic surgery of hemoperitoneum and repair damage caused by migrated essure coil, salpingectomy(bilateral removal of fallopian tube) and she had surgery to remove the essure in (B)(6) 2017, salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, weight decreased, anxiety, fatigue, alopecia, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea and dizziness outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she performed emergency surgery due to hemoperitone and pelvic congestion syndrome. Right coil of essure was subsequently found in near liver. She had hysterectomy showed one coil is still in me. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet was received. Lot number were added. Events added from pfs- mood swing, irritability, depression, anxiety, fatigue, hair loss, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, migration of essure device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nausea, perforation (fallopian tube(s), dizziness. And uncontrollable bleeding, light headaches clubbed to previous events. Medical history, concomitant drug were added. Plaintiff¿s middle name, aka name, age, date of birth were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, weight decreased and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and weight decreased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.